Manufacturer narrative:
According to available information, this device and leads remain implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis revealed this device met specification.

Event description:
Boston scientific received information that two months post implant, the incision of this "implantable cardioverter defibrillator (ICD)" device and leads has displayed signs of infection. A replacement procedure is intended in the near future. No further adverse patient symptoms were reported.

Event description:
Additional information was received, this device was removed and replaced. No further patient symptoms were reported.